Manufacturer narrative:
Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. In-house testing was performed to evaluate the accuracy of reagent lot 01818b000. The acceptance criteria were met, which indicates acceptable product performance. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 1p30-27 that has a similar product distributed in the us, list number 1p30-28.

Event description:
The customer stated that falsely decreased results of <0.24 ug/ml were generated for two patient samples. No adverse impact to patient management was reported. Sid (B)(6): (B)(6) 2018. Initial result of <0.24 ug/ml retested at 6.72, 6.73, 6.69 and 6.58 ug/ml. Sid (B)(6): (B)(6) 2018. Initial result of <0.24 ug/ml retested at 7.85, 7.77, 7.85 and 7.74 ug/ml.